Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During preparation for use, a color bar appeared on the monitor. The user restarted the device and the device worked properly. The user completed the procedure by using the device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, this phenomenon was able to reproduce when the camera head was connected, and was attributed to the camera head. Therefore, there is no problem with the referenced device.